Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a implanted neurostimulator for spinal pain. It was reported that the patient's device was no longer active and that they were unable to charge their device. Additional information was received from a healthcare provider (hcp). The hcp reported that the patient¿s ins had been dead since 2016. Additional information was received on 2019-aug-05 from the consumer reporting that the circumstances leading to not being able to charge was cancer surgery and complications that the device had to be turned off for. The stimulation was off for over 2 years and would not charge. The patient planned to meet their health care provider (hcp) for a replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.